Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, site contacted technical support engineer (tse) to report problems with the left master tool manipulator (mtml) on console 1. The left arm rotation was off and not responding at the speed and angle they were expecting. No errors or messages were presented or noted in logs. No further troubleshooting was performed. Tse recommended a hard power cycle on the console when possible. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm was returned for failure analysis and the issue was confirmed; however, it could not be replicated during testing on surgeon console fixture test platform (sftp). At initial startup on the sftp system, the mtm did not display system information. The unit firmware was upgraded and downgraded back, after which the unit successfully initialized and was able to run testing. Visual inspection was completed, and no defects related to the reported issue were identified. Following software recovery, the reported field error did not recur and could not be replicated. All functional testing passed with no abnormal behavior observed. After reprogramming, the mtm was operating normally and passed all functional testing.